Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The associated product was not received by the complaint investigator which is why no root cause analysis could be performed. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. A complaint history review for the lot number indicates there are no additional complaints associated with the lot number. The product was not received by the complaint investigator. Therefore, the root cause for the customer's complaint could not be identified. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that an ophthalmic forceps tip did not open during cataract vitrectomy combination surgery. Surgery was completed after replacing a product with new one. No patient impact was reported.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3, h.6 and h.11. The returned instrument was received in a paper roll, wrapped with the tyvek foil showing the lot information. The original packaging which offers protection during the shipment, was not used. The instrument was provided in an open state and shows a few signs of surgery residues. It was noticed that the tube of the device is bent. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications and was functionally tested. It was found that the forceps could not be actuated, remains in a close state. The fact that the instrument stocks in a closed state indicates that the bonding between tube and sleeve got broken. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively. No root cause for the customers reported event could be determined, since the situation that lead to the instrument failure cannot be reconstructed. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).